Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 324-325 mg/dl. The customer changed multiple cartridges and infusion sets in attempt to resolve the issue. At the time of the report with tandem technical support, the customer did not have an active occlusion alarm, therefore, no troubleshooting could be performed to determine a root cause.